Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the pump was powered up to a dim and pink display. Unrelated to the original complaint, the battery compartment was cracked with a leak in it. The pump was opened to find no moisture on or behind the display. The allegation of a cloudy display was unable to be duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display was cloudy with moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.